Manufacturer narrative:
Unit received with operating currents within spec. Unit passed displacement test and self test. Unit alarmed motor error during basic occlusion test due to loose drive support disk (flush). Unable to perform prime, compromised forced sensor system test, excessive no delivery test, dat test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. No unexpected battery alarms including failed battery test alarms were noted. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker. (B)(4).

Event description:
Information received by medtronic indicated that there was crack in upper right hand corner of casing of pump. Customer stated that the insulin pump had no delivery alarm. Insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.